Manufacturer narrative:
Product analysis: as received the catheter is engaged with the aspiration line and syringe. The proximal end of the wire lumen shows the strain relief is lifted 4mm in a distal direction located 9cm (3.5¿) from the distal tip. There is no issue with the hydrophilic coating on the distal end of the catheter. No damage visible on the distal 2 inches as reported, no damage or defect on the tip of the catheter. An in house guide wire was inserted through the distal wire lumen and it exited out the proximal end without issue. Component code: (B)(4).

Manufacturer narrative:
Correction: it was the exterior plastic that was noted on removal to have peeled away approximately 2 inches from the tip of the catheter. No part detached.

Manufacturer narrative:
(B)(4).

Event description:
The physician was treating the rca using an exportapce aspiration catheter. The device was removed from packaging, inspected and prepped prior to use with no issues noted. It is reported that during use the outer coating at the distal end appeared to be peeling off. This issue was only noted on removal of the device from the patient. A 0.014' guide wire was used with the device. No resistance was noted during removal of the export from the guidewire or the patient. It is reported that the physician believes that no part of the coating remained in the patient. No patient injury reported. The exportapce device is deemed the same as the us marketed device exportap.